Event description:
Information received by medtronic indicated that the insulin pump had motor error alarm. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. No harm requiring medical intervention was reported. The customer will discontinue the use of device .

Manufacturer narrative:
(B)(4). On (B)(6) 2019 customer returned pump for an alleged motor error alarm. Insulin pump alarmed motor error during rewind due to corrode the motor home switch. Unable to perform rewind test, basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test and displacement test due to motor error alarm. Pump history download using thds was successful. However, pump error alarms found on the history file which caused corrupted data. Unable to confirm the reported event date due to the corrupted data. Pump error alarms are due to the pump not having power for a long period of time. Cut and open pump to visual inspection no moisture damage found on the electronics, battery tube, keypad assembly and vibrator assembly. The test p-cap/reservoir does lock into place properly. The following were noted during visual inspection: scratched case, cracked reservoir tube lip. Motor error alarm during rewind due to corrode the motor home switch confirmed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.